Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure in the proximal circumflex with a 90% reverse angle and moderate calcification, an attempt to cross the lesion was unsuccessful. The lesion was dilated again and it was believed that the sds became caught on a piece of calcium during maneuvering. The sds was removed, and once outside the body, a strand of material was noted to be hanging from the shaft. When pulled, the strand came off of the shaft. The lesion was again dilated and the procedure successfully completed with another duet. It was noted that this was a very difficult case. Reportedly, no pt injury occurred.